Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA 04/18/2011.

Event description:
The customer reported that the patient fell off the footrest, because the footrest (vert. Position) was loosened but in 'click position'.